Event description:
It was reported that administration instructions are being cleared on order approval. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product and was fixed in a later version.